Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025 around 12:00 am, the patient was feeling tired and weak. The patient¿s cgm was reading 46 mg/dl, no bg meter reading was taken for comparison. The patient¿s sister and husband took the her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 326 mg/dl, while the cgm was reading low (less than 40 mg/dl). The patient was treated with intravenous (IV) insulin and an unspecified pain medication for the patient¿s headache. The patient was observed and then discharged around 5:30am. The patient was ¿weak and still recovering¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with cgm reading of 46 mg/dl. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.